Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 15july2019. It was observed the flow sensor was out of specification that caused the flow accuracy test to fail. The customer returned gds had an air flow sensor u1 out of specification that caused the flow accuracy test to fail at the 10 and 120lpm test points. Replacing the air flow sensor resolved the issue and the air flow accuracy pv test passed. Dr has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
Performance verification testing failed for flow accuracy. The device was not being used for treatment when the reported event occurred. The event date was not specified, estimate used.